Event description:
Event details: log file submitted. The customer did not supply enough patient information to identify this patient in force. Additional patient information was requested. Actions performed: below is a summary of the heart mate log file for your review. The log file captured no external power event on (B)(6) 2019, (B)(6) 2020 due to simultaneous power lead disconnects while the patient was switching power sources. The log file captured a no external power event on (B)(6) 2020. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. Is the patient using the locking version of the mpu ac power cord? What is the serial number of the mpu? There was no interruption in pump support during these events. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. Pump parameters trending can be viewed in the graph below. Patient ID: (B)(6). Controller sw 7.29. Date range 12/8/2019 9:36, 1/8/2020 14:32. Fixed speed 8800. Low speed limit 8400. Actual speed avg 8793. Power max: 5.5. Power min: 4.3. Power avg: 5.0. Flow max: 6.1. Flow min: 3.4. Flow avg: 5.1. Pi max: 8.6. Pi min: 3.2. Pi avg: 5.8. Pi event total: 11. Event history summary: driveline disconnected: 0. Low speed advisory: 0. Low speed hazard: 0. Power cable alarm active: 223. Yellow wrench advisory: 0. Low battery advisory: 0. Low battery hazard: 9. Low flow hazard: 0. No external power: 8. Backup battery fault alarm: 1. Driveline fault: 0. Low speed operation: 0. Driveline alarm silenced: 0. Power save mode: 9. Motor stopped: 0. Replace controller: 0. Data logger: 0. Pi event detect: 11. Motor stopped command received: 0. Black power cable disconnect: 111. White power cable disconnect: 117. Ebb in use: 7. Liion battery connected: 153. Power module connected: 79. Alarm description: hazard. Alarm status: audible & visual. Was a pump explanted?: was a pump exchanged?: patient re-admitted?: no. Patient returned to or?: no.

Event description:
It was reported that the log file captured no external power events due to simultaneous power lead disconnects while the patient was switching power sources. The log file captured a no external power event on (B)(6) 2020. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during these events.there were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning 31 days ((B)(6)2019 ¿ (B)(6)2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6)2020 at 8:52 while the mpu was in use. This alarm appeared to have been caused by a loss of ac power, as the rsoc values steadily decreased during the event. The alarm resolved when power was restored to the system. The mpu (serial number unknown) was not returned for analysis. Requests for information about the mpu and the cause of the loss of ac power were made multiple times. However, no responses were received. The root cause of the observed loss of ac power within the log file was unable to be determined through this analysis. Heartmate ii patient handbook with mpu describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.